Manufacturer narrative:
Based on the claim against the product by the customer noting the synchroseal instrument was not working, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator due to a red indicator light. Isi did receive a da vinci product to perform failure analysis. The e-100 was analyzed and installed onto the test system and failed to test. The power light emitting diode (led) turned red and bipolar led did not turn on; cannot cut/seal. The complaint regarding the synchroseal instrument not working was confirmed based on the field evaluation/failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of the reported issue is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was not working after the start of the procedure and the surgeon was able to continue with the procedure robotically. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA." As the initial reporter is isi employee. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, there was a solid red light on e100, and was not working. The customer called in to report synchroseal instrument was not working. Prior to calling in the issue, the customer replaced the instrument with no change. No related errors were found in the logs. The customer confirmed the e-100 power button was backlit red in color. Intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through a power cycle of e-100 which the caller opted to not perform at that time. The customer proceeded with the case. The customer called back after case completion and reported that she power cycled the e-100 with no change. The isi tse walked the caller through the hard power cycle of e-100 with no change where the power button backlight light emitting diode (led) was red in color. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.